Manufacturer narrative:
Follow up report will be filed when evaluation is complete.

Event description:
It was reported that catheter was placed in or using a psi. Following surgery, pt was transferred to ICU where medical team was not familiar with slic (single lumen infusion catheter). "Per procedure," introducer sheath was cut to exchange wire. Catheter migrated into pt's left pulmonary artery. Vascular ir was able to surgically retrieve catheter. No pt complications reported.